Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the xience prime 3.5 x 23 mm was inserted over a .014 guide wire through a 4fr sheath and the stent was deployed at the appropriate lesion site in the anterior tibial. The stent delivery system (sds) balloon was deflated but upon retrieval resistance was felt. The 4fr sheath, the .014 guide wire and the sds were simultaneously removed but the sds caught on the arterial wall. This did not cause any damage but the segment was "very hard". There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty removing the stent delivery system (sds) from the introducer sheath was able to be confirmed. The difficulty removing the sds from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove from this lot. The xience prime everolimus eluting coronary stent system instructions for use (IFU) indicates a 5fr sheath should be used with a 3.50 mm stent diameter. Based on the reviewed information, no product deficiency was identified.